Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that a back lower right tooth cracked and will need a crown. The dental work was completed. Their aligner still fits but is a little higher where the tooth that was repaired. Requested and gathering additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.